Event description:
A pump malfunction was reported, identified by the malfunction code malf 16. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support instructed the customer to switch to a backup insulin delivery method using multiple daily injections (mdi) and arranged for a replacement pump to be sent. The customer was guided on putting the existing pump into storage mode and agreed to return it using a prepaid label within 10 days.